Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the amber light does not activate when the unit is powered off. When the unit is powered off some times it takes as long as 10 minutes for the amber light to activate. The battery was replaced but the issue continues. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.